Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and pelvitex were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy and bso. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia, and other. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent tah, bso, abdominal sacral colpopexy, cystoscopy and posterior repair on (B)(6) 2007 due to pop, sui and intrinsic sphincter deficiency. It was reported that patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, due to incarcerated umbilical hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.